Event description:
It was reported that balloon rupture occurred. The target lesion was in a moderately calcified vessel. A 10/3.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6atm. The device was removed without any problem from the patient's body. The procedure was completed with a different device. There were no patient complications reported.